Event description:
It was reported that the pump exhibited an upstream occlusion alarm after the bolus was administered. Per reporter the line between the pump and reservoir was observed to be clear. Troubleshooting was unable to resolve the alarm. Per reporter the previous day the pump had exhibited a no disposable alarm that was resolved by anesthesia. No adverse patient effects were reported. Per reporter no additional information is available.

Manufacturer narrative:
Other text: additional contact information: (B)(6) hospital, (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be due a kink in the tubing or a closed clamp between the fluid container and pump; if not, the upstream occlusion sensor may not be operating as intended, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use (B)(4) located in sections g.1., please direct those to the following: (B)(4).